Event description:
Caller reported that the insulin gauge on their pump displayed an amount different than expected, showing 108 units instead of the expected 230 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, and the caller was advised to monitor the situation and follow up if needed.